Event description:
The manufacturer of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report that a lens cap came off a lens cup during neutralization. The cap "flow up and broke into bits with a 'thud' sound over the window and his lenses splattered somewhere about 10 minutes after the beginning of disinfecting". No patient injury occurred. The lens cup is not available for evaluation.

Manufacturer narrative:
The lens cup was not returned to the manufacturer for evaluation.